Manufacturer narrative:
Received one device. Visual inspection found no damage. Power down"" alarm was recorded in the event log multiple times. Also, a ""battery depleted"" alarm and a ""battery low"" alarm were observed in it several times." The reported issue was unable to be identified because no reported problem was observed during the voltage check. The device passed all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that power supply voltage drop test detected, memory 2 battery failure indicated. The event occurred during priming at the patient's home. There was no reported patient involvement.